Manufacturer narrative:
Additional information included in b4, hg2, h3, g6 correction included in h6 (type of investigation, investigation conclusion) investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported this as been reported to bd before. He did not send back his mailing kit in prior incident. Finding the needles not drawing up his non insulin product. Finding the needles to be crooked and not properly assembled to the barrel of syringe lot # 3268346 catalog# 320469 date of event unknown sample status awaiting sample dc